Manufacturer narrative:
(B)(4). Review of manufacture records found no evidence of product nonconformance. Visual evaluation of the device confirmed the distal threads fractured. A further analysis could not be completed as the device had been destructively tested prior to being returned to the manufacturer. Root cause of the event is most likely bending overload combined with multiple off-center impactions; however, a conclusive root cause cannot be determined with the information available. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a right total hip arthroplasty, the inserter threads fractured and became stuck in the acetabular shell. One fractured piece was successfully removed, however another piece could not be found and radiographs could not confirm whether it remains in the patient or not.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During a right total hip arthroplasty, the inserter threads fractured and became stuck in the acetabular shell. One fractured piece was successfully removed, however another piece remains in the patient as shown by radiograph images.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: unknown acetabular cup catalog#: ni lot#: ni.